Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope image was not visible. There was no report of patient harm.

Event description:
No new information

Manufacturer narrative:
Updated fields d9, h3, h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. It was not possible to determine whether the reported event could be reproduced or whether the device met specifications. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.